Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's pocket had eroded. The pacemaker, the atrial lead, and the ventricular lead were all explanted. The patient was stable. Related manufacturer reference number: 2017865-2019-08226, related manufacturer reference number: 2017865-2019-08227.